Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 359 mg/dl and a corrective bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer was to change out the infusion set. The customer has insulin injections to manage diabetes if needed. The customer declined tandem technical support's offer to follow-up.